Manufacturer narrative:
It was noted that the device is not available for evaluation as the (B)(6) center retained it. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The arthroplasty was revised due to pain, instability, and recurrent patellar dislocation. The components were implanted in situ for ~2.50 y. The tibial insert was revised. The patient presented with a ucla score of 5 three months prior to revision surgery and a maximum score of 8.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Two photographs of the explanted insert were provided. The device was unremarkable with no gross damages noted, other than explantation damage to the distal surface of the insert. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. Clinician review of the provided records indicated "there is no evidence that factors of faulty total knee arthroplasty components¿ design, manufacturing or materials were responsible for this clinical situation. " a CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The arthroplasty was revised due to pain, instability, and recurrent patellar dislocation. The components were implanted in situ for ~2.50 y. The tibial insert was revised. The patient presented with a ucla score of 5 three months prior to revision surgery and a maximum score of 8.